Event description:
Journal reference: koulousakis a. Intrathecal antispastic drug application with implantable pumps: results of a 10 year follow-up study. Acta neurochir suppl 2007; 97(pt.1): 181-184. Since 1986, more than 300 patients rec'd an intrathecal baclofen (itb) pump for the treatment of severe spasticity. Chronic itb administration is a safe and effective method, which significantly decreases pathologically exaggerated muscle tone and improves the quality of life in most patients. In our series with a follow-up period of 10 years, the itb dose remained constant and no development of tolerance was observed in most patients. Reportable event: one patient had meningitis.

Manufacturer narrative:
.